Event description:
It was reported that the handpiece was running by itself in safe mode during an oral max procedure. No adverse consequences were reported as a result of this event.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.